Manufacturer narrative:
(B)(4). The customer notified philips on 16-may-2014 that horizontal movement was detected on the patient imaging table of their brilliance 40 CT scanner. The customer confirmed that they received the field safety notice (fsn) 72800614 on 07-may-2014 stating, "if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately". Upon receipt of the letter, radiology service contacted philips customer service to send an engineer to review the installation, as they had experiences where they had the impression of floating patient table subframe. No protocol in particular was being used. There was no report of injury to any patient, bystander, or operator, and there was no report of any rescan as a result of this event. On 03-jun-2014, a philips field service engineer (fse) was dispatched to the customer site. The fse confirmed that horizontal bed movement took place. The fse checked the service latch and tightened the bed's fastening screw to properly secured the latch. The fse positioned the left upper cover of the bed, which was loose. The fse ran diagnostics and checked all movements; everything works according to the service manual. The system was returned to clinical use. CT engineering determined this issue to be an acceptable risk. If the malfunction were to recur and the sub-frame service latch were to become disengaged after servicing, prior to a patient procedure, or during a patient procedure, it would not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that service latch failures do not meet the definition of a medical device report. There is no evidence that the service latch failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: ¿service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. ¿floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. ¿execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. ¿service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. ¿execution of auto iq tests, per service instructions, enables detection of table position errors. ¿for oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. ¿during a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. ¿operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. ¿there has been no report of injury to a patient, operator or bystander as a result of the service latch becoming disengaged. The philips field service engineer checked the service latch and tightened the bed's fastening screw to properly secure the latch. The product safety committee includes information related to correction and removal documents or this issue including field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: · if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. · a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents.

Event description:
The customer reported that when positioning a patient for a CT clinical procedure the table top was in free float. The customer placed a service call to philips. The philips field service engineer (fse) determined the service latch on the patient support subframe was loose and not fully in place. The fse confirmed that there was no report of harm to the patient, operator, or bystander due to this malfunction. The fse re-secured the service latch so that it was properly engaged.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation.